Event description:
It was reported that the pc unit with 3 modules attached provided a system error code 800.8000. The event occurred at the intensive care unit. There was no consequences or impact to the patient.

Manufacturer narrative:
Correction: h6 device code. The reported issue that the device alarmed with error code 800.8000 during an infusion was confirmed. Physical inspection of the device did not find any issues. Review of the error log was found to have recorded the system error code 800.8000 at 11:31:47am on the date of (B)(6) 2020. Log analysis shows the pump module sn (B)(6) had its infusion of drugid=27 from the fluid library started with a recorded safety clamp open alarm just before the infusion was started. The pump module was reselected again a few seconds later with the restore key selected, the rate increased to 200ml/h and the start key selected starting the infusion. The system entered a system error state and would have displayed the error code 255-16-275 with the recording of 800.8000 in the error log. The root cause is a known software issue where the infusion state machines are out of sync between the pcu and lvp. The effect of this is the pcu software tries to access data that is non-existent. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 03jan2020. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service.

Manufacturer narrative:
The device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Admitting diagnosis: covid-19.

Event description:
It was reported that the pc unit with 3 modules attached provided a system error code 800.8000. The event occurred at the intensive care unit. There was no consequences or impact to the patient.